Event description:
For approx one month, the pt had extremely uneven distribution of therapy. At times, the pt received too much medication and at other times, the pt received too little; it was dependent on body position. A catheter problem was suspected. The catheter was checked (date not reported) using fluoroscopy and everything was okay. They decided to do exploratory surgery. They found too much liquid in the pump pocket. The pump was found to be leaking at the catheter port. The silicone protection around the side port was reported loose and was removed by the surgeon. The pump was replaced. The pump was used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.